Event description:
During access a portion of the nitrex wire became disconnected from the rest of the wire and was embolized in the pt. A surgical cutdown was required to retrieve the piece. No injury to the pt was reported.